Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypss surgery, out of box, the caps were broken off the oxygenator. There was no pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo has rec'd the actual device for investigation. (B)(4).